Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: unable to duplicate ¿short battery life¿ complaint. Black box shows no evidence of short battery life, two warnings are observed due a discharged replace battery wear on (B)(6) 2015.¿ez-prime¿ steps were performed correctly, all current draw are within specification. The battery compartment is cracked on the side from threads down to the sealing. The display screen contrast is dim. The pump¿s cover was removed, no intermittent condition was found.